Event description:
Customer reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to plug wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to begin charging. Using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.